Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A field service representative in charge, replaced the stirrer motor and the issue persisted so he replaced the complete patient bridge and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during maintenance. There was no patient involvement.

Manufacturer narrative:
H.10: the replaced patient bridge was returned at livanova arvada facility. The stirrer motor did not spin freely when spun by hand and traces of rust were identified.the root cause of the reported error is a defective stirrer motor. The reported issue is most likely associated to the motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report